Event description:
Drug/diluent: farmorubicin (epirubicin) 50 mg/m2 glucose 5%, cisplatin ebewe (cisplatin) 60mg/m2 in 850ml step2, fluorouracil 20mg/m2 in nacl 0.9% per day, 320mg per day = total of 2240mg for 7 days. Fill volume: 95 ml. Flow rate: 0.5 ml/hr. Procedure: IV infusion. Cathplace: celsite port, central venous. Summary: a fast flow was reported, the pump was expected to last 7 days and it was reported that the pump administered the entire content within two days. (Incident as reported) "a 7 day easy pump was filled with cytostatic has administered the entire contents within two days. The patient volunteered, because he himself had the impression, the pump would be empty to quick. The control in the hospital found no either leakage nor disconnection. It is therefore assumed that the patient has received the entire dose." Date/time infusion started: (B)(6) 2013 in the am (time not provided). Date/time infusion stop: finished on (B)(6) 2013 pm (time not provided). Adverse effects were not reported. Patient's age was not provided.

Manufacturer narrative:
Method: the sample was received for an evaluation and investigation. A visual inspection was performed on the returned unit. A review of the device history records (DHR) was also conducted for the reported lot number. At this time the evaluation is still in progress. Per the DHR review the lot met all manufacturing specifications at release. A conclusion will be provided in a follow-up report when the investigation has been completed, at this time, it is currently in progress. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.